Event description:
It was reported the subcutaneous implantable cardioverter defibrillator (s-ICD) reached elective replacement indicator (eri). An evaluation for premature battery depletion (pbd) was performed. Technical services confirmed the power consumption is increasing in a gradual fashion. Subsequently, the device was explanted and replaced. There were no additional adverse patient effects reported.